Event description:
It was reported that during a roux-en-y gastric bypass procedure the surgeon was forming the jejunum to the jejunostomy and one unformed staple was seen on the right side of the staple line half way down in the middle. The surgeon removed the staple and it was in a u shape. The surgeon was concerned that there may be more staples unformed, but he could not see them. A leak test was not performed, but due to the surgery being too far down into the abdomen. Sutures were used to close where the unformed staple was found. There was no buttressing material used. The device may have been fired over an existed staple line but the rep was not sure. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.